Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The sample device was received by the manufacturer for evaluation. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens out of sterile environment. The lens had a cut from the lens edge to the center. One haptic was observed detached and adhered to the lens optic. Functional testing could not be performed due to the returned condition of the lens. The condition observed in the lens appeared to be related to the explanting process from the patent's eye. Manufacturing record review indicated that all process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after the insertion of an intraocular lens (iol) in the right eye of a patient, the patient coughed and moved, that caused posterior capsule to rupture. In addition, vitrectomy was performed. The iol was removed and replaced with a z9002 lens in the same procedure. There was no incision enlargement. The patient was noted to be doing well after the removal and replacement, his vision was better and did not experience any pain or discomfort. No further information has been provided.